Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported. Additional information was received detailing that a re-analysis of this system was requested. During the analysis it was observed that it exhibited noise on the right ventricular channel during an atrial tachy response (atr) event that occurred four years ago. This noise was not oversensed. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.